Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. Depuy synthes has been informed that the catalog number and lot number is not available.

Manufacturer narrative:
Visual examination of the returned devices finds wear patterns on the femoral head suggesting the liner disassociated from the acetabular component, then allowing the femoral head to contact the acetabular cup. However, because the cup was not returned for examination, matching wear cannot be confirmed. The returned liner also shows signs of unusual wear, three of the ards have been fractured, further indicating the reported disassociation. The wear noted on the articulating surface of the acetabular liner further suggests the femoral head was eccentrically loaded. There are machining lines yet visible within the inner radius of the liner which would not be as obviously present had the femoral head been more centrally loaded. The edge loading of the liner has placed pressures on the material near the rim that were not intended and the possibly contributed to the subsequent disassociation of the liner from the cup. The investigation can draw no further conclusions with the information provided. Based on the performed investigation, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address a disassociation.